Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump had beep anomaly. Customer states that insulin pump beep every 15 minutes and notification light was not blinking. Customer¿s blood glucose was unknown at time of incident. Customer advised to monitor the pump and call if issue recurs. Insulin pump will not be return for analysis.